Event description:
A transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. The transfer set was placed on december 2004. No pt injury or medical intervention was associated with this incident.